Event description:
The pt came out of the shower in 2003 and was unable to hear any more when putting the tempo+ back on again. A new tempo+ did not alter the situation. Telemetry with 2 system showed 'poor coupling to the implant'.